Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. At this time a review of the manufacturing record for this particular complaint cannot be completed as the batch number is unk. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic mid right coronary artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and inflated it to 4 atms on the second inflation and it ruptured. There were no patient complications. The procedure was successfully completed with another 2.0x15mm maverick2 balloon. Patient status is reported as "good".